Event description:
The surgeon successfully implanted a model aa4203tl intraocular lens. Post-operatively, the md noted the patient's refraction to be plano-3,00x75. The patient's pre-op refraction was +2.25-3.00x075.implantation of this toric intraocular lens was done to attempt to eliminate the patient's spherical and cylindrical correction. Further communication with the surgeon showed that the lens was oriented at the incorrect axis, correcting the spherical but not the astigmatic correction. The surgeon made the decision to take the patient to surgery in 2004 and rotate the lens into it's optimal position, which was performed without additional injury to the patient.